Event description:
My mentor saline implants caused tremendous harm physically and loss of quality of life. I have debilitating pain. Contacted my ps today. Told the office I have rupture and pain. They are not able to see me til (B)(6) 2015, today is (B)(6). Ridiculous, cant find a surgeon in my city to take them out as I continue to get more ill. I need en bloc with total capsulectomy. My implanting surgeon doesn't care. I am in pain and harm rupture.